Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) , batch: 7129444 / 7129084.

Event description:
It was reported that the patient had an infection and purulent discharge was noted at the incision site. The physician believed that the infection was not device or procedure related. It was mentioned that the patient removed the scabbing of the incision site and went swimming, which caused the wound to look infected. The patient underwent a procedure wherein the ipg and leads were explanted. The patient was placed on antibiotics and the explanted devices were discarded by the medical facility. The patient was doing well postoperatively.